Event description:
The customer contacted baxter's technical service center for assistance ending therapy. The home patient was instructed by her nurse to start over with new supplies. The home patient stated she woke up during fill 2 and noticed solution leaking from the tubing line. The baxter technical service representative (tsr) assisted with ending therapy and the home patient restarted with new supplies. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted upon completion of the evaluation.